Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery ¿went dead and they kind of got the battery charged up, this was probably four or five months ago, but it had been a couple of years since he felt stimulation.¿ the patient wanted to find a doctor ¿to either take this thing out or maybe get it working again.¿ an ins overdischarge was suspected. A request for physician listings was made. The patient later reported that the ins hadn¿t worked since ¿sometime in 2013, and he had not recharged it." The patient wanted to find a doctor to remove it. A loss of therapeutic effect was reported.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger. Product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 3776-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3776-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).